Event description:
It was reported via repair work order that the lift was stuck in an elevated position due to a cracked motion pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.